Event description:
Healthcare professional reported "the physician informed planned to perform an explant surgery, because he performed breast implant and pexy surgery, since then the patient has not stopped leaking fluid, the physician mentions seroma, and wants to explant as the patient is a resident of the USA and must return to the country" this is for a unknown side. The device remains implanted.

Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.